Event description:
It was reported that during a laparoscopic cholecystectomy procedure that the device malfunctioned. No further information was provided to the rep. There were no adverse consequences reported.

Manufacturer narrative:
(B)(4). Date sent 6/10/2025. D4 batch #y7062m. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er320 device was returned with the top shroud damaged. The device was tested for functionality. In an attempt to replicate the reported incident, the device was functionally evaluated. Upon the analysis, the device was cycled, and it fed, retained and formed the remaining four (4) clip as intended. However, it is known from the history of the device that the condition of the shrouds damaged may lead to ejected clip. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached regarding what may have caused the reported incident. One possible cause for the damage found may be due to excessive force being applied to the device. A manufacturing record evaluation was performed for the finished device batch y7062m number, and no non-conformances were identified. The lot/batch history records were reviewed and certified by external manufacturing for 405d20, that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Additional information was requested, and the following was obtained: how did device not work? Did device jammed (not fire clips)? Did device not feed clips? Did device drop or eject clips? Did device sideways feed clips? Did device fire malformed clips? Did device fire scissored clips? If other please specify. I have not received any further details for this complaint. I will update once I have any information to provide.